Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose level during driving which lead to car accident and customer passed out. The customer woke up during emergency room services and then visited to emergency room on (B)(6) 2020. The customer's blood glucose level prior to accident was 44 mg/dl and value at the time of hospitalization was 126 mg/dl and treated low with food. The customer reported that insulin pump system was in use at time of vehicular accident and customer was driver at time of vehicular accident. The insulin pump will not be returned for analysis.